Event description:
It was reported that the screen on a customer's insulin pump was cracked, making it unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for further examination, and a replacement pump with the same serial number was arranged. No additional information was received regarding the corrective actions beyond the planned return and replacement.